Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm long bipolar grasper instrument for failure analysis investigation. The instrument was analyzed, and the instrument could not be replicated nor confirmed. Visual inspection did not reveal any damage to the conductor wires. The instrument also passed the continuity test. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: instrument was inspected prior to use. No damage noticed out of the ordinary. No loss of cautery was observed due to broken/loose cable. No fragments fell inside the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm long bipolar grasper instrument had broken black conductor wire. The procedure was completing as planned with no reported injury.